Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of an unapproved lens/cartridge combination. The cartridge product history records could not be reviewed for the associated cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related to a failure to follow the directions for use. The file indicates the use of an unapproved lens/cartridge combination. The use of unqualified combinations of product may result in lens delivery difficulties or damage. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure the iol came through the cartridge, one haptic half entered the chamber and after manipulation by the surgeon the haptic broke. The iol was removed and discarded. Additional information was provided that the patient remains aphakic and had decreased postoperative vision.